Event description:
It was reported to hamilton medical ag that the hamilton-g5 ventilator displayed the technical fault: "tf 5507". Patient was involved. No intervention necessarily, no health or consequences to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation is ongoing.